Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 19-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the unit seems to have a loose lead because if they move it slightly under the skin it works almost correctly.  When they let it go it quits. No patient symptoms were reported.